Event description:
In 2009, the patient reported that her blood glucose was elevated to 379 mg/dl just prior to the report. She bolused 6 units of insulin one hour ago. The patient was instructed to disconnect from the infusion site and she primed successfully. She stated that there was a large air bubble at the top of the insulin cartridge and she was instructed to prime it from the system. She stated that he blood glucose had been elevated since yesterday. She was advised to always check for air bubbles. Upon follow up in the following day, the patient stated that her blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.